Event description:
Rec'd report of transducer pressures not corresponding with peripheral bp. A pediatric pt with a history of cardiac surgery was showing low transducer pressures that didn't correlate with the higher peripheral pressures. Medicated with dopamine for cardiac status, not for pressure readings. The tranducer was changed to new lot number, and the readings correlated with the peripheral bp, but unsure if discontinuance of dopamine was related to the tranducer replacement. No pt adverse effect reported. Pt remains in picu.